Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for rsd/ causalgia-complex regional pain syndrome. It was reported that patient was having surgery today because stimulator was sticking out due to weight loss. Patient stated stimulator has always protruded a little since implant but since the last 2 months it really sticking out. Patient stated he does not believe the weight loss is related to his implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the cause of the device protruding since it was implanted was weight loss. The patient went from (B)(6) pounds to (B)(6) pounds. The patient noted that surgery hadn't occurred yet. No further complications reported.